Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2010. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2010 and that it had performed to specification up to the last log entry on the (B)(6) 2017. During this time information from the history log shows an increase in voltage which suggests a further pad-pak was installed. During this time, the device records 18 manual power ups mainly of under one minute duration. These manual power ons may indicate the user was regularly power cycling the device or the beginnings of membrane failure. A test pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. The investigation was unable to replicate, or find any evidence of, the reported fault. Therefore, it is assumed the customer returned the device in response to the field safety corrective action as the device serial number falls into the range covered by the field safety corrective action. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Enduser alleges that their sam300p units x 5 powered on by themselves w/o enduser intervention. No patient involved.

Manufacturer narrative:
Excemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : device not returned yet.

Event description:
Enduser alleges that their sam300p units x 5 powered on by themselves w/o enduser intervention. No patient involved.